Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock due to oversensing of noisy signals. Technical services (ts) was consulted and reviewed stored data, with further in clinic examination recommended. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock due to oversensing of noisy signals. Technical services (ts) was consulted and reviewed stored data, with further in clinic examination recommended. This device remains in service. No adverse patient effects were reported.